Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room with underdose symptoms of pruritis and nausea following a fall. Event date is (B)(6) 2012. An x-ray revealed a catheter disconnection at the pin connector at the midline incision in the back. Pruritis was located along the catheter track. The spinal segment and pump segment were reconnected using the existing connector pin. Patient had no injury and no adverse event at the time of report. The system was being used to deliver baclofen (lioresal).

Manufacturer narrative:
Product ID 8709sc, lot# h816060407, implanted: (B)(6) 2012, product type catheter; product ID 8 596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).